Manufacturer narrative:
Batch review performed on 29 august 2022: lot 1901304: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-05-01. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. At about 2 years and 11 months post primary the surgeon revised the insert, implanting a thicker one, and the surgery was completed successfully.